Event description:
Following a fenestrated endovascular repair it was type 4 endoleak that resolved completely by 1 month post-op on cta.

Manufacturer narrative:
The device was not returned for evaluation. Additional information was received: ""at this time, there is no further information available for this report. It is unknown when the procedure took place, what facility the procedure took place at." The lot number was not provided for this complaint and therefore the work order cannot be reviewed. The device associated with the complaint was not confirmed, therefore no review of IFU could be done. Based on the information received an exact root cause cannot be identified.

Event description:
Following a fenestrated endovascular repair it was type 4 endoleak that resolved completely by 1 month post-op on cta.